Event description:
The oxygen concentrator I purchased has encountered an issue of oxygen leakage during use. I suspect it is a low-quality product. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".